Manufacturer narrative:
A trained cynosure lutronic field service engineer went to the treatment site for a device evaluation. During this time, the reported issue of cryogen spraying from hp was observed. To correct the problem, the hp was replaced. It is undetermined what caused the hp to continuously spray cryogen. A member of the cynosure lutronic clinical team contacted the treatment provider to obtain additional information about this case. The provider confirmed that the incident occurred towards the end of the face and neck treatment while treating the second half of the neck. The provider confirmed that there was no patient injury. When the cryogen spraying began the provider reported pointing the hp directly to the floor. Numbness was reported in the providers hand following the incident, it was reported that the provider had recently undergone surgery and had some residual numbness from that. On 5/29/26 after several attempts to make additional contact with the treatment provider confirmed they were feeling well. They did not specify the extent of the numbness they experienced, or the extent of which it improved. Clinical requested the treatment parameters used during treatment, however, this information was not provided. It is undetermined if the cryogen spraying contributed to the reported numbness the provider experienced. This event is reportable under FDA medical device reporting requirements (21 cfr part 803) because it involves a device malfunction that could cause or contribute to a serious injury if it were to recur.

Event description:
It was reported that during a xerf treatment cryogen was continuously spraying out of the handpiece (hp). Treatment was stopped when this occurred. There was no patient injury however, the technician who performed the treatment reported feeling numbness in her hand after the incident.